Manufacturer narrative:
The patient returned to the doctor's office; the doctor used bone cement to secure the proximal locking screws into the bone, without incident. To date, the patient is doing fine.

Event description:
A doctor alleged that two (2) proximal locking screws came loose approximately two (2) weeks after a precice intramedullary limb lengthening rod was implanted in a patient.